Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca) with mild calcification and no tortuosity, with in stent restenosis. The 3.5x12 mm nc trek balloon dilatation catheter (bdc) was prepped per the instructions for use and advanced without resistance. The balloon was inflated once to 13 atmospheres (atm) for 10 seconds and ruptured. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.